Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported dull on-screen image on indicating that the display appeared less bright than normal. During a diagnostic procedure with the same device procedure involving an olympus video system center. There was no patient injury reported.